Event description:
The customer stated that one patient sample (known negative for toxo-igg) generated a false positive result for axsym toxo-igg assay. The same patient sample was retested with a negative result. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. Since the lot number in question was not provided by the customer, the shipping history was reviewed and lot number 88603hn01 was identified as the lot shipped to the customer. A retained lot number 88603hn00 was evaluated since it contains the same bulk materials as lot number 88603hn01. Lot number 88603hn00 was calibrated and met instrument specifications. All control values met control specifications and were within the typical range. Specificity was also evaluated and met specifications with no reactive results obtained. The complaint records for lot 88603hn00 were reviewed with no issues identified related to the customer observation. Based on the evaluation results, no malfunction or product deficiency were identified related to this issue and a sample integrity issue was suspected. The customer was instructed to repeat initial reactive results in duplicate and confirm repeatedly reactive results with alternate methods in order to obtain accurate results.

Manufacturer narrative:
(B)(4). This MDR is being filed for an international product ((B)(4)) that has a similar product distributed in the us ((B)(4)). An investigation is in process. A final report will be submitted when the investigation is complete.